Event description:
(B)(6) reported, the I-cat classic overhead jumped down nearly hitting the pt on the head.

Manufacturer narrative:
There were no pt injury related to this event. Investigation in progress.